Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited sudden jumps in threshold and impedance over the last several months. Imminent lead breakage was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.